Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the patient and the patient¿s contact called support after the patient received an insulin occlusion alert approximately one hour prior to the call. The patient was using a contact/detach infusion set with 23-inch tubing and a 6 mm cannula. The patient reported that they had placed the infusion site on their side for the first time per provider instruction, having previously used the leg, and questioned whether the new site location may have contributed to absorption issues. The patient indicated they would wait a short period before deciding whether to change the insertion site. A follow-up was planned to assess blood glucose levels. Blood glucose levels were reported to be affected, with a highest reading of approximately 395 mg/dl and remaining above 180 mg/dl for about one and a half hours. No back-up therapy, ketone testing, steroid injections, or professional medical intervention were reported. Assistance was provided by the patient¿s contact out of kindness. No immediate health effects were reported. During follow-up, the patient reported that blood glucose levels continued to rise after replacing supplies, reaching approximately 428 mg/dl. The patient replaced supplies again later that day. Subsequent fingerstick testing showed blood glucose levels around 383 mg/dl while the device continued to indicate a high reading with a downward trend. It was explained that a calibration might be needed, and the patient was advised to wait briefly to confirm device readings and recheck with a fingerstick for accuracy. On a later follow-up, the patient confirmed that recalibration had been completed, the sensor readings were accurate, and blood glucose levels were trending downward. No further assistance was required. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.